Manufacturer narrative:
(B)(4). The device was received for evaluation.visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional inspection, a 10ml syringe was attached to the device and flushed; a leak was observed from the female luer outlet port and the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp microbore catheter extension set leaked. The device was inserted in the emergency room two days prior to the occurrence date. Two days later, the set was ¿flushed¿ and blood was observed on the patient¿s arm. The device was removed and a crack was observed on the ¿tail, described as the hard-plastic piece close to the connection with the patient¿. The patient was an ¿infant¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.